Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of burning almost bleeding while using the leadwire with vermed electrodes. The patient did seek medical treatment and was given a prescription for cortisone cream to treat the irritation. The patient did not take a break in service. The patient followed skin preparation instructions and reported having sensitivities or allergies to adhesives, and experienced burning hives after 4 hours.

Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of burning almost bleeding while using the leadwire with electrode - pad - vermed electrode. The patient did seek medical treatment and was given a prescription for cortisone cream to treat the irritation. The patient did not take a break in service. The patient followed skin preparation instructions and reported having sensitivities or allergies to adhesives, and experienced burning hives after 4 hours. The lead wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the lead wire adapter was not returned. The lead wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a known medical/dermatologic condition as she has sensitivities or allergies to adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.